Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to the results from a laboratory using dade innovin reagent. The result from the meter was 3.1 inr and the result from the laboratory was 2.3 inr. The customer's warfarin dose was changed from 5 mg to 7.5 mg on wednesdays based on the laboratory result. On (B)(6) 2018, the result from the meter was 3.5 inr and the result from the laboratory was 2.59 inr. There was no allegation of an adverse event. The customer had no antiphospholipid antibodies and no anemia. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 27216421) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.